Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was only experiencing stimulation at the back in the lead site which potentially indicated that the paddle lead was placed upside down. The patient underwent a revision procedure wherein the lead position was corrected. The patient was doing well postoperatively.